Event description:
It was reported the y-site tubing on a clearlink system; non-dehp continu-flo solution set appeared "damaged". The damage was not further specified. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Suspected lot numbers r21c03052 and r21f22022. Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the potential lot number r21f22022 was manufactured on 24jun2021 and potential lot number r21c03052 was manufactured on 05mar2021. H10: the device was received for evaluation. During visual inspection, the second y-site clearlink was observed crushed. Functional testing, including pressure and clear passage testing, were performed; and a leak was observed at the crushed clearlink site. The reported condition was verified. The cause of the condition was due to an incorrect product placement within the blister cavity leading the sealing mold pressed the clearlink y-site during manufacturing. Corrective actions were implemented. A nonconformance has been opened to address this issue. A batch review was conducted for both potential lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.